Event description:
It was reported that the bd veo¿ insulin syringes with bd ultra-fine¿ needle experienced scale marking issues. The following information was provided by the initial reporter: pet owner reported, lines on barrel are crooked. Stated, she is concerned with dosing correctly because of the crooked lines.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 12 sep 2022. H6: investigation summary: customer returned (43) 0.3ml bd insulin syringes from lot# 2038461. The customer reported that the lines on the barrel are crooked. The samples were examined, and it was observed that 21 featured noticeably crooked print. A review of the device history record was completed for batch # 2038461 all inspections were performed per the applicable operations qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure. H3 other text : see h10.

Event description:
It was reported that the bd veo¿ insulin syringes with bd ultra-fine¿ needle experienced scale marking issues. The following information was provided by the initial reporter: pet owner reported, lines on barrel are crooked. Stated, she is concerned with dosing correctly because of the crooked lines.